Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to corroded motor home switch. They were unable to verify the no delivery alarm due to a motor error alarm. The pump was received with a scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had motor error alarms and no delivery alarms on the insulin pump. Customer can't remember when the motor error alarms occurred. Customer has nothing but no delivery alarms since (B)(6) 2013. Customer stated that he received 4 no delivery alarms today while trying to bolus. Customer has changed the infusion set 3 times to resolve the issue but he is still getting alarms. Customer does not want to troubleshoot and wants the pump to be replaced. Customer's last blood glucose reading was 305 mg/dl. Customer stated that he treated with the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan.